Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient's impedance measurements were taken and all were in the range of 900-1000 ohms. Various positions were checked. The patient experienced a "surge" a couple of weeks prior to the report and felt stimulation from the low back down to his groin. He normally feels the stimulation in his right leg. He also reported that since a couple of weeks ago, he would feel drastic changes in stimulation; for example, he normally has stimulation at 2.0 volts while sitting down, but now he has to increase it to 3.0 volts. If he stands, he would feel stimulation that is at a much higher rate. Adaptive stim was not programmed. The patient used to feel stimulation the same prior to a couple of weeks prior to the report. The patient had also been experiencing problems with urination since about a week prior to the report. There was no trauma or fall associated with the issues, and this was noted as a sudden change in therapy/symptoms. The cause of the stimulation and urinary issues is unknown; however the health care provider believed that the issues were not related to the stimulator. Additional information received from the health care provider noted on (B)(6) 2016 that the patient had a urology consult and cystoscopy. The cause of the stimulation issues and urinary issues was determined to be mild prostate hypertrophy and the issues had resolved at the time that this additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.